Event description:
Pt was implanted with the syncardia temporary total artificial heart (tah-t) at (B)(6), on (B)(6) 2011. On (B)(6) 2011, the customer at (B)(6) reported that after 184 implant days, an air leak had developed in the left tah-t cannula near the driveline connector. The air leak was repaired at the hospital with silicone seal and stabilized with tygon tubing. The customer reported that there was no adverse impact on the pt. Syncardia has requested that the tah-t and cannulae be returned for eval after the pt is transplanted. The results of the investigation will be provided in a supplemental MDR.